Event description:
It was reported to bsc that the catheter had "lost image during the procedure, upon removal they noticed there was a cut/slit in the distal segment of the catheter."

Manufacturer narrative:
Device is currently being evaluated. Follow-up report will be submitted once investigation is completed.